Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1q967, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1q967, ubd: 03-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative (rep) indicated that the interstim lead was fractured that was why they replaced the entire system on (B)(6) 2019. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no further symptoms or complications reported or anticipate.

Manufacturer narrative:
Product ID 3889-28, lot# va1q967, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the lead fracture was not provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1q967, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that a fall caused the lead fracture. The lead was discarded at the time of surgery.